Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms / loose receptacle) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle hardware was detached from the monitor case, damaging internal wires. The cause of the gong alarms and incoming test failure is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed on the receptacle. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and that the belt receptacle on the monitor was loose.